Event description:
The customer stated the unit had a ECG comm error code. No injury to patient.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.